Event description:
It was reported that the patient received inappropriate therapies for t-wave oversensing suspected to be due to lead placement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).